Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, inspection found that the rate could be adjusted. (B)(4).

Event description:
It was reported that the customer was unable to control the rate on the external pulse generator (epg). The device was returned to the manufacturer for inspection. No patient complications were reported as a result of this event.